Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent (retracted) inside sensor and broken, unable to confirme customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer's blood glucose was 220 mg/dl. During troubleshooting, found the sensor was bent. Customer was advised that the sensor will be replaced. Customer agreed to return the device for analysis.